Event description:
The customer reported that the device experienced shock equipment malfunctions during op check. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.